Manufacturer narrative:
A bec field service engineer (fse) was dispatched and observed rbc and vacuum isolator chamber was not draining. The fse replaced solenoid valves (lv12 and lv15), waste filter and vacuum filter, which resolved the issue. Failure mode: can be attributed to parts replaced by the fse during instrument servicing. Per coulter act diff 2 analyzer operator's guide, pn (B)(4): warnings and precautions: beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) stating that a combination of 20 ml of diluent, lyse, and sample leaked from the coulter act diff 2 analyzer. It was observed that the baths were overflowing and as a result the leak was not contained within the instrument. The customer was wearing gloves at the time the leak was discovered. There were no mucous membranes or open wounds exposed to the leak. Before the leak was discovered, the customer was running samples and the customer confirmed that neither patient results nor patient treatment was affected from this event.